Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker triggered a safety mode state. The device was recommended to be explanted. The patient is pacing dependent. The pacemaker has been explanted at this time and is expected to be returned for analysis. No additional adverse patient effects were reported.